Manufacturer narrative:
The trend file provided by the facility was analyzed by a b. Braun technician and indicated that multiple low venous pressure alarms occurred prior to ending therapy. The alarms were acknowledged and were reset. This incident is related to user/product interaction. The customer was advised of warning stated in the IFU, not to clear venous pressure alarms without checking the access site.

Event description:
As reported by the user facility: patient venous needle partially dislodge during therapy. Clinician reported that machine did not alarm. Patient lost estimated 500cc blood. Initial report claimed that machine did not alarm. Patient recovered at hospital after blood transfusion. Additional information received via e-mail from the facility indicated that the patient kept tissues in her shirt sleeve. During the therapy, she was frequently reaching over to get a tissue. In the process, she partially pulled out the needle from her "chest graft". The access was noted to be taped properly. The patient was covered by a blanket which prevented the staff from initially observing the blood loss. Staff eventually noticed blood on the floor. The patient is fine and suffered no additional adverse sequela associated with this incident. The amount of blood loss is unknown. It was further reported by the facility that the machine functioned properly and the machine was put back into service.